Event description:
Updated summary: the event involved product mmt-1884. Mmt-1884 was requested and customer response was the device returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The updated information has been provided in below sections with this follow-up report. 1. Section b5 - updated summary. 2. Section d1/d2a/d2b - updated brand name and product code (model change from mmt-1880 to mmt-1884). 3. Section d4 - updated model number and catalog number (model change from mmt-1880 to mmt-1884). Unit passed sleep current measurement, active current measurement, self-tests. No unexpected frozen screen and low batt test alarm noted during testing. Thus and software was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. With reference to the battery duration failure analysis instructions, the customer experienced an unexpected power loss of less than 7 days per the pump history records. Battery cycle 5.0 received the lowbatteryalert (104) on 07/30/2025 07:51:00 after more than 7 days at 15.63 days. Battery cycle 4.0 received the lowbatteryalert (104) on 07/14/2025 16:45:01 after more than 7 days at 12.35 days. Battery cycle 3.0 received the lowbatteryalert (104) on 07/01/2025 23:03:00 after more than 7 days at 13.64 days. Battery cycle 2.0 received the lowbatteryalert (104) on 06/18/2025 07:13:00 after more than 7 days at 11.52 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. No moisture damage or components burnt on the electronics, battery connector, battery tube, motor, vibrator during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during the physical inspection: cracked case, cracked battery tube threads, cracked keypad overlay, stained keypad overlay, cracked case (battery tube) and pillowing keypad overlay. In conclusion, unit passed all required tests. Frozen screen and low batt test alarms are not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer alleged for a change battery alert then after changed it , pump was no longer turning on, frozen screen display. The customer reported no adverse event. The event involved product mmt-1880. Troubleshooting was performed for replace battery now alarm. Issue was resolved by replacing the battery. Troubleshooting was performed for frozen display. Customer called back after resting pump for 2 hours and replacing battery. Frozen display continued. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1880 was requested and customer response was the device will be returned.